Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker and right ventricular (rv) lead exhibited an undersensing. Programming changes were done. The patient was in stable condition.